Event description:
The allevyn life sacral dressing feel apart after the health care professional removed the dressing from the patient. The patient developed skin break down around the periwound area.

Manufacturer narrative:
We have now concluded our investigation into this complaint. No DHR/batch record review was possible as no lot numbers have been made available. No complaint sample was available for assessment but a review of the complaint history for this defect shows a very low level of complaints for this issue based on volumes manufactured.no supporting clinical documentation has been provided which could identify any comorbid conditions, current medications and patient¿s past surgical history. It cannot be determined based on the information provided if the reported epidermal stripping and skin break down were directly related to the use of allevyn product. However the IFU for the allevyn product states ¿if dressings are applied to the sacral area, they may be left in place for up to 5 days¿ the dressing in both complaints were removed after the first day and the second day, reasons not provided. The IFU precaution states:¿ it should be noted that inappropriate use, or too frequent dressing changes, particularly on patients with fragile skin, can result in skin stripping." The IFU also states ¿to remove allevyn adhesive, lift one edge of the dressing and slowly peel back until completely removed from the wound.¿ the usage of the adhesive removal agent cannot be ruled out as a contributing factor to the event (c-229920). There is no report of the patient¿s current condition, and the future impact to the patient cannot be determined. No further medical assessment is able to be performed at this time. Approved by justin templeton, md (B)(6) 2019 the database of change controls was reviewed and found there was no raw material, methods of manufacture or manufacturing equipment changed since the original qualification exercises that could have caused or contributed to the issue experienced by the customer or alleged adverse reactions. The investigation did not find product defect or manufacturing process issue. The complaint sample and product lot were not available at this time. Once the sample received, an assessment will take place to make further investigation. Based on the available information, the cause of the complaint is inconclusive so no action can be taken at present. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.